Manufacturer narrative:
The device was not returned for evaluation as it was remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints valvular central regurgitation and improper leaflet coaptation were confirmed based medical record. Review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. It should be noted that the thv was implanted at pulmonic position for this case. The sapien 3 ultra thv with the commander delivery system (ds) was indicated for native aortic valve, surgical or transcatheter bioprosthetic aortic valve, surgical bioprosthetic mitral valve, or a native mitral valve with an annuloplasty ring replacement. So, it was off-label for pulmonic valve replacement. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''the implanter placed a stent across the surgical valve before deploying the 1st 23mm s3u. The valve was then post dilated with a 24mm balloon. The implanting physician stated that there was still moderate to severe central pulmonary insufficiency by angiogram. The leaflets were not performing as expected from the 1st implanted sapien valve the operator and wanted to place a 2nd valve.'' Per an edwards' technical summary, the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant includes valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, and flowco testing for each valve). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve preparation handling, and deployment. In this case, the central regurgitation occurred in the thv after it was post-dilated, therefore, it's possible over expanding the deployed valve may have resulted in central regurgitation and the leaflets not performing as expected. As such, available information suggests that procedural factors (post-dilation ) may have contributed to the reported event. The technical summary is applicable to this complaint event because post-dilation is identified as one of the potential root causes of central regurgitation. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from a field clinical specialist that patient underwent a transcatheter pulmonic valve replacement case in a 25mm non-edwards surgical valve due to severe moderate to severe pulmonary insufficiency. As reported, the implanter placed a stent across the surgical valve before deploying the 1st 23mm s3u. The valve was then post dilated with a 24mm balloon. The implanting physician stated that there was still moderate to severe central pulmonary insufficiency by angiogram. The leaflets were not performing as expected from the 1st implanted sapien valve the operator and wanted to place a 2nd valve. A second 23mm s3u was prepped and placed inside of the 1st valve. A final angiogram was done and the physician said the pulmonary insufficiency was improved to mild.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. H3 other text : remains implanted.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5 and b7.

Event description:
Edwards received notification from a field clinical specialist that patient underwent a transcatheter pulmonic valve replacement case in a 25mm non-edwards surgical valve due to moderate to severe pulmonary insufficiency. As reported, the patient presented with stenosis of their pulmonary conduit and rv hypertension. The implanter placed a stent across the surgical valve before deploying the 1st 23mm s3u. The valve was then post dilated with a 24mm balloon. The implanting physician stated that there was still moderate to severe central pulmonary insufficiency by angiogram. The leaflets were not performing as expected from the 1st implanted sapien valve the operator and wanted to place a 2nd valve. A second 23mm s3u was prepped and placed inside of the 1st valve. A final angiogram was done and the physician said the pulmonary insufficiency was improved to mild. The patient was stable for discharge the morning after the procedure.